Manufacturer narrative:
On (B)(6) 2014 follow up: customer had pump time setting set to pm instead of am. A sa result, pump calculated boluses at different ratios for time of day. Contact reported that time setting had been corrected. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the calculation by the school nurse for the customer's food and correction bolus was different from the pump calculation. There was no reported impact to the customer's blood glucose level.